Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The device presented with an alert for out of range high voltage lead impedance. The rv signal amplitude had decreased shortly after implant. Possible inner insulation break was suspected. The lead was explanted.